Event description:
A home patient (hp) on dialysis reported to baxter (B)(4) that 2 minicap covers were cracked and the betadine solution had drained. There was no adverse event/patient injury or medical intervention reported for this complaint. No further information is available. This report addresses sample 2 of 2.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a damaged minicap. There was no sample returned for the evaluation. Based on the investigation completed by baxter, the root cause of this condition was not determined. A review of the batch reported revealed no exception regarding this issue found in the manufacturing process.